Event description:
The customer reported the display could not be read.

Manufacturer narrative:
The customer reported the display could not be read. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.